Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified that 1 blade and pad had completely detached from the balloon. A 2mm section of the pad remained on the proximal body of the balloon however it was raised. The device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis confirmed a pinhole in the proximal balloon body. A microscopic examination observed no damage to the tip or remaining blades. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Determined to be reportable based on additional information received on (B)(6) 2013. It was reported that during a balloon angioplasty treatment procedure a balloon rupture occurred. The lesion was located in a shunt. The lesion was not calcified nor stenosed. The physician had performed many dilations with the pcb 6.00mm / 2.0cm / 50cm otw balloon. The balloon had ruptured. How many inflations occurred is unknown. The physician was unaware at this time of any blade detachments. The procedure was completed with this device. No patient complications were reported and the patient's status is good. Additional information showed there was a blade missing.